Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the blood tubing separated at the spike y-site area causing the bag to lose the spike and blood to pour out onto the floor. After the first time it happened a new unit of blood and tubing were initiated and it happened a second time on the same patient in the emergency department. The blood was being infused to a gunshot victim causing no direct patient harm but a delay in care in not being able to give the needed blood to the patient as quickly as was needed to resuscitate and stabilize.